Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; decreased overlap between main body and infrarenal cuff. Additionally there was evidence to reasonably support the following observations; aneurysm enlargement, and endoleak type v. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the implant movement with a reported decrease in overlap between the main body and infrarenal cuff could not be determined due to a lack of related imaging surrounding the event. The secondary procedure was reportedly done prophylactically and without evidence of endoleak, however, aneurysm enlargement was seen. The likely cause of the loss of seal could not be determined due to a lack of medical imaging surrounding the event. Unable to determine procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions. Associated clinical harms for this event included: aneurysm enlargement, type v endoleak, and a secondary endovascular procedure. The final patient disposition was discharged home post-operative day one in stable condition with no additional negative patient sequelae reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated was implanted with a infrarenal aortic extension and two (2) iliac limb stent grafts to treat an abdominal aortic aneurysm. The physician noted on the 3 year post-operative CT decreased overlap (approximately 20mm) between the infrarenal aortic extension (a34-34/c100) and the bifurcated stent graft; it was reported that there was no evidence of an endoleak. A prophylactic re-intervention was performed on (B)(6) 2017 to place two (2) proximal extensions (1 suprarenal and 1 infrarenal) to extend the stent graft overlap, extending up to the renal arteries. As of the date of this report, there have been no additional patient sequelae reported.